Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, the most likely cause for the reported event is that the balloon was not lubricated. The instruction manual warns users ¿always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury.¿

Event description:
Olympus received a voluntary medwatch report that states during a linear endobronchial ultrasound (ebus) procedure the balloon detached from the tip of the scope while in the patient¿s lung. It was reported that upon the removal of the scope the balloon was noted to be missing. The surgical staff informed the physician of the finding and a visual inspection of the patient's lungs was performed using another bronchoscope, and a thorough search of the operating room was completed without finding the balloon. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Olympus received additional information from the user facility that states the balloon was inflated less than 20 mm. The balloon was not lubricated prior to being placed on the distal end of the scope. No x-ray was performed on the patient. The intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.